Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged charge coupled device. Based on the results of the investigation, it is likely the following led to the malfunction blurry haze behind the lens: damaged charge couple device. Moreover, the most probable cause of additional malfunctions found during the investigation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry haze behind the lens. The issue was found during set up or inspection for use. There were no reports of patient involvement.